Event description:
Additional information was received. It was reported that the patient was doing 'well' and was receiving relief at the time of report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, lot# n167117008, implanted: (B)(6) 2008, explanted: unk. (B)(4).

Event description:
It was reported that the patient had a pump replacement on (B)(6) 2012 (device specifications not provided) and had since been hospitalized in the ICU (intensive care unit) with increased tone. On (B)(6) 2012, the hcp (health care provider) was unable to aspirate twice during a cap (catheter access port) study, and based on the patient's condition, the patient was brought to the operating room for a catheter revision. After the patient was prepped for surgery, the surgeon attempted a cap study and was able to get free flow csf (cerebral spinal fluid). The revision was cancelled. Drug delivered via the device was lioresal. Additional information has been requested; a follow-up report will be sent when it becomes available.